Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill cannula step and during a basal delivery. The customer stated that she tried a manual plunger push and insulin exited. However, she stated that insulin was not coming out currently. She stated that she rewound the insulin pump twice, and the insulin pump alarmed no delivery. The customer's blood glucose was 242 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. She assembled a new infusion set with the current reservoir and the issue persisted. She tried a new reservoir with the current infusion set and verified that this resolved the issue. She stated that the insulin pump did not alarm no delivery and was advised that the insulin pump worked as designed. She was advised to replace the reservoir and agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.